Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2017-02507. It was reported the patient was in a car accident shortly after his cervical system was implanted. The leads migrated and the patient lost coverage. The leads were explanted and replaced. The patient's therapy was restored and the issue was resolved.